Event description:
The rust was discovered by the product mgr. When the kit was returned by customer and she went through it. She discovered that item number 48281165 is besides rust also broken in the tip.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.